Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; e1; g3; h2; h6 and h11. Corrected field: h8. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, probable causes such as electrical problems like open circuit, short circuit, signal loss, component issues; material problems like degradation; mechanical problems like leakage/seal, deformation, fatigue, wear and tear can occur between components such as connector/coupler, adapter, switch/relay, circuit board, electrical cable, sensor, lenses, seal without any design or manufacturing issue could cause image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image color issue. The issue was found during maintenance. There were no reports of patient involvement.